Manufacturer narrative:
Trapliner was returned for evaluation. Blood particulates were noted on the lumen and within the balloon. Weld joint separation was observed. Tip section was crimped. Minor kink was noted on the push rod. The balloon was fatigued. Pushrod, weld joint to tip, o.d, ID, collar to tip, were measured within specification. Balloon cannot be functionally tested due to the damages observed. Per IFU it states the following warning and precaution - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. A response was received. Vessel was calcified and not tortuous. Balloon was prepped prior to use without any issue. It is unknown what pressure was used to inflate it. Balloon was inflated to trap the wire however, it did not work. Thetrapliner was taken out with only the shaft (likely the pushrod) being retrieved. The account inserted a balloon inside the catheter (likely the guide catheter), inflated and retrieved the remaining part of the trapliner from the vessel. It is likely that the weld joint of the hypotube could have broken (partially or completely) during or prior to inflation leading to non-functionality of the balloon. This subsequently could have led to wire unable to be trapped. It is unknown if another trapliner or any other unit was used to complete the procedure. Patient condition is fine.

Event description:
As reported: catheter came apart during a case - balloon failed to inflate.